Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and it now triggered an alert for measured high impedance. Capture threshold was also noted as increased. The lead remains in use. No patient complications have been reported as a result of this event.